Manufacturer narrative:
Concomitant medical products: product ID: 694758 lead, implanted: (B)(6) 2006; product ID: 5866-38m adaptor, implanted: (B)(6) 2010; product ID: dtbb1d1 defib, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial undersensing was noted on the right atrial (ra) lead during atrial tachycardia (at) / atrial fibrillation (af). The lead remains in use. No patient complications have been reported as a result of this event.